Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The batteries were checked and the plug board pre-charge contacts were re-established. The system operates as intended.

Event description:
The customer reported a pre-charge error message on the 8800 system and that it would not boot up. No pt injury was reported.